Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one 3i t3® non-platform switched tapered implant (bost511) and one unknown 3i screw were returned for investigation. Visual evaluation of the as returned products identified a fractured screw in the implant drive feature, and some gouges/damages around the external threads and collar. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing conditions noted on the per were diabetes & hypertension. The reported devices have been placed on tooth #19 (universal) for approximately 6 years. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR & complaint history review (unknown 3i screw): DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, screw fragment was stuck in the implant drive feature and couldn't be removed. Sections updated: b4: date of this report. D9: device available for manufacturer. G3: date additional information/pce results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Item and lot number for the screw was not provided by the office. Title of reporter was not provided. Device manufactured date is unknown.

Event description:
It was reported that the screw had fractured with 1 mm left inside the implant. Screw was unable to be retrieved and the implant had to be removed and new one placed in the same appointment. Tooth #19.